Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scrub nurse noticed that part of seal had fallen in to the abdomen of the patient and luckily brought to the attention of the surgeon who removed it. Leak happened towards the end of the procedure. Port was leaking gas quite badly. Sounds like part of the universal seal. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.